Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending coronary artery. The lesion was treated with predilation, and a 2.5x20mm taxus liberte monorail stent delivery system was advanced and several attempts were made, but it was unable to cross the lesion. It was noted that the distal end of the stent became flared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4)